Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high pace impedance greater than 2000 ohms. Oversensing and pacing inhibition were also reported. There was no asystole. Surgical intervention was performed to cap and successfully replace the lead. No adverse patient effects were reported. The device remains in service.